Manufacturer narrative:
Implant regio 47 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis follwing bone loss an dimplant instability material analysis concluded inhomogenous mechanical overloading of the implant and patient related bruxism.

Event description:
Implant fracture.

Event description:
Implant fracture.